Event description:
Event description guidant received information that this after a routine pacemaker changeout procedure the pacemaker and lead were not capturing and the patient became asystolic and had a cardiac arrest requiring cardiopulmaonary resuscitation. The patient was taken back for an emergency surgery to explant the pacemaker and lead, and implant a new system. A new pacemaker and lead were implanted.